Event description:
The manufacturer received information alleging a patient experienced a burned power plug port on a rep dreamstation auto bipap device. The device settings during the event are unknown. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. If additional information is received, a follow up report will be filed.